Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required. A (B)(4), has been initiated to address the late documentation of this complaint.

Event description:
The customer reported the following events occurring on one patient: the patient received an inratio inr result "in the normal range" but later went to the emergency room (ER) and received inr results that were "very high and at toxic levels." No additional information provided.